Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. If additional information is received a follow-up report will be submitted.

Event description:
The superdimension system displayed an overheating message. There was no patient present, therefore no report of patient injury, death or other serious adverse event. If additional information is obtained a follow-up report will be submitted.